Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units of insulin, and after the delivery of approximately 10 units, the insulin gauge remained static at 105 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.